Event description:
The surgeon was performing a revision CABG surgery, he pulled up very hard on the blade. The blade popped out of the mount, as a result the surgeon nicked a vein. He sewed it up with no further pt injury.